Event description:
During an atrial flutter ablation procedure, there was a burn injury where the non-abbott electrode was placed, thought to be due to rf ablation current leakage. Interference was noted in the ablation catheter signal. So, the physician team decided to add an electrode on the left leg of the patient and connect to the rf ampere ground connection. The ablation was performed with 70 w of power, 60° c of temperature limit. At the end the procedure the burn injury was noted where the electrode was placed. There were no performance issues observed with the ampere generator during the procedure. Bandages were placed on the burn and the patient will be observed before discharge.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.